Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2r device would not power up. A drawer in aux 2.2 was recovered, and after signing out of the device, a message appeared on the screen stating ac power failure. The screen then went black, and the device would not power up thereafter. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power up. The field service engineer (fse) arrived on site and verified that all external power and interface cables were properly connected. The fse proceeded to isolate components by disconnecting drawer connections and attempted system startup; however, the device did not boot. Further isolation identified the remote manager connection as the cause, after which the auxiliary communication cable for the remote manager was replaced. The fse reconnected all components and powered on the station, which restored full system functionality with no drawer failures observed. Diagnostic testing was completed successfully, and the station was rebooted with normal operation confirmed. The system functioned as intended after field service engineer repaired the device.